Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an untreated and one inappropriate shock. Technical services (ts) noted this appeared to be due to electromagnetic interference (emi). This s-ICD was programmed to primary vector. This s-ICD remains in service. No adverse patient effects were reported.